Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient. Update (B)(4) 2014 - der rcvd. Updated dor, surgeon and sales rep details, patient activity level, age, dob, weight and height. Updated cup and head and added stem and sleeve. (B)(4) quotes' patient started experiencing pain approx 2 years ago, with increasing ion level at the time. MRI starting to show fully atrophy in abductus. The combination of both led to acetabular revision with stem left in place. Surgeon noted small damage on taper but baring to be pristine'.